Event description:
There was a communicating error on the corindus robotics device. The cath lab staff attempted to connect the robotic arm to the corindus machine. The machine started the standard "self-service" test and a communication error was received. The system was rebooted and the same error message occurred. This occurred several times. Several other troubleshooting techniques were tried with no success. The cable was replaced and the same message was still occurring. The rep was contacted, but was not available. The robotic system was then discontinued and the procedure was completed with no harm to the patient. After the procedure was complete and the patient was discharged from the cath lab a system reboot was performed again. This time it was successful and there were no further problems with the corindus machine. The rep called back and came to the cath lab to check the system, but could not find any errors.